Manufacturer narrative:
Physio-control recommended the customer purchase a replacement defibrillator. The device was not returned to redmond for further evaluation. Hence, a conclusive cause of the device failure was not determined.

Event description:
It was reported that the device showed the charge pak (internal battery) mark before the expiration date. Physio-control evaluated device download and found that the internal hlc battery was depleted to a critical level for some period of time where it was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.